Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/limbs. It was reported that the patient was having an MRI but it was not due to a problem with the device or therapy. Symptoms were reported that were related to the device or therapy. The patient had a possible stroke. It was also noted that the patient¿s batteries are dead and they lost their remote. The patient¿s ins is in their chest with leads c3-c6. The hcp was referring to check labeling to confirm if stimulation is off. No further complications were reported/are anticipated.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. Additional review determined (B)(4) does apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.